Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "broken cables". The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. Root cause is attributed to a component failure. A review of the instrument log for the tenaculum forceps (part# 420207-10/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on 12-jan-2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. A review of the procedure log showed that this myomectomy surgical procedure was performed on 12-jan-2022 with system rsh0163. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps was found to have broken cables. A backup instrument of the same kind was used to continue the procedure. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. However, the reporter was not able to provide further details.